Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5149645). The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient requiring an emergence surgery to remove the gallbladder. In addition, a stent was placed in the bile duct and another surgery was required to remove it. The patient states her liver enzymes are elevated and the doctor is not sure of the cause. No other medical information or interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : the device has not yet been returned to the manufacturer.